Manufacturer narrative:
After a retrospective review, additional information relative to this complaint were found to be reportable to the us FDA and are therefore reported now: reportedly, a re-intervention was performed on(B)(6)2019 . The subject ICD was replaced and the associated ventricular lead was abandoned in the patient's body. Note that the company opened a CAPA to investigate late reporting issues.

Event description:
Reportedly, upon ICD interrogation, the physician observed several ventricular fibrillation episodes showing noise oversensing in the ventricular channel. No therapy was delivered nor capacitor loaded. Tests (threshold, lead impedance, rv coil continuity) were performed but did not reveal any abnormal behavior. Functional tests and pocket manipulation were also performed but the oversensing patterns could not be reproduced in the ventricular channel. It is reported that the patient is used to listening to the radio, especially at night.

Event description:
Reportedly, upon ICD interrogation, the physician observed several ventricular fibrillation episodes showing noise oversensing in the ventricular channel. No therapy was delivered nor capacitor loaded. Tests (threshold, lead impedance, rv coil continuity) were performed but did not reveal any abnormal behavior. Functional tests and pocket manipulation were also performed but the oversensing patterns could not be reproduced in the ventricular channel. It is reported that the patient is used to listening to the radio, especially at night.